Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was burnt and the communicator also affected the incoming and outgoing calls. A boston scientific company representative verified that there was a lightning storm that struck both the communicator and phone line and there was a spark from the area near the communicator where it was likely coming from the outlet where the communicator was connected. The patient informed the company representative that nobody was injured and the phone lines were eventually restored after unplugging the communicator.¿e company representative then sent a return label, a replacement communicator and a longer phone cord to the patient. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the communicator was not determined as the communicator had pest infestation. The device was returned in a condition that made analysis impossible therefore analysis was unable to confirm the observation.